Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2011, inratio: 1.1, lab: 1.6. Inratio meter and lab testing was done within seconds. No pt information was provided. Customer has been sent a replacement inratio meter.

Manufacturer narrative:
Investigation pending.